Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutpro+ delivery catheter system (dcs), product ID: d-evprop2329us, lot #: 0011246954, ubd: 05-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and was recaptured. It was reported that the valve dislodged towards the ascending aorta upon deployment. Upon the second deployment the valve infolded. Per the physician, the patient's severe calcification on the non-coronary cusp (ncc) contributed to the infold. The valve was removed and a different valve was used for implant. No adverse patient effects were reported.